Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was leaking and the aneurysm was 4 cm in diameter. The patient is being monitored.

Manufacturer narrative:
(B)(4).